Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer charged the pump, pump would not turn on and an unspecified malfunction occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 116 mg/dl.

Manufacturer narrative:
H6 - remove 1503, add 2885.

Event description:
It was reported that customer charged the pump and pump would not turn on from storage mode. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 116 mg/dl.